Event description:
This notification is being reviewed due to a user of a dreamstation auto CPAP device. There was no report of medical intervention. The device was returned to the third-party service center for evaluation. Evaluation results stated evidence of foam particles found during evaluation. The device was scrapped.